Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. The allegation was not confirmed via data. Additionally, signal loss over one hour was observed in the data. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).